Event description:
It was reported that the patient presented remotely via merlin net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. There were no patient consequences.